Event description:
The customer reported via phone call that her infusion set came out, resulting in a high blood glucose of 400 mg/dl. The customer treated and declined to be transferred for assistance or troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.